Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. 510k: this report is for 6 (six) cortex screws of unknown lot and part. UDI number is unknown. Partial part number 204.8xx provided. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of a plate and screws on (B)(6) 2017 due to broken plate, non-union, and septic infection. The patient presented with a broken 3.5 mm locking compression plate (lcp) metaphyseal plate, 11 hole plate in the left mid-shaft ulna. The original implant date is unknown. The plate and nine (9) screws were successfully removed: six (6) 3.5 mm cortex screws in the plate, one (1) independent lag screw, and two (2) 3.5 mm locking screws; there were no fragments. A chisel was used to remove bone growth from over the screws and plate. The area was debrided and irrigated. A new plate was implanted; the surgeon cut the proximal tip of the plate to accommodate the patient anatomy. Relevant screws were used for fixation: variable angle elbow set and lcp small fragment set. The procedure was successfully completed. This report is for 6 unknown cortex screws. (B)(4).